Event description:
It was reported that this patient's right knee was revised. Surgeon revised the poly due to the unstable knee. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: a435268, 02-020-11-0330 - truliant ps cem fem ps cem right sz 3; a080236, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t; a377295, 200-07-29 - advanced patella 29m 3 peg implant. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. The reason for the reported revision due to instability in cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.